Event description:
It was reported that the indicated battery charge dropped significantly in a short period of time. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.